Event description:
Pt experienced chest discomfort & laryngeal fullness with each first time use of gravity tubing. The pt did not experience those symptoms with 2nd & 3rd use. One gravity tubing change every 24hr with every 8hr dosing).